Event description:
The patient reported that the ok button requires multiple button presses to obtain a response. The issue reportedly started about 4-5 days prior to contacting animas. She reports the ok button feels flat. There was no reported trauma or water exposure to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact, with no peeling or damage. During testing, the ok keypad button was unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was found to be cracked.